Event description:
It was reported that immediately after insertion of the iab, the pump experienced helium leak and kinked line alarms. Troubleshooting began, but the alarm condition could not be resolved. Because of this, the iab was removed. There were no associated patient complications.